Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11oct2023. H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformance's were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
It was reported that the bd micro-fine ultra¿ pen needle hub was damaged, causing the injection to fail. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: this report is about deformation of the needle hub. The protective seal was peeled off and the injection was set but failed. When the needle was checked, the plastic inside was deformed.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine ultra¿ pen needle hub was damaged, causing the injection to fail. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: this report is about deformation of the needle hub. The protective seal was peeled off and the injection was set but failed. When the needle was checked, the plastic inside was deformed.